Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient has had parkinson¿s for 7 years, so they are not well. The patient stated that when they get within 3 feet of the toilet they can¿t hold their urine anymore. Additional information was received from the patient on (B)(6) stated that the patient makes it to within 3 feet of the toilet and their parkinson¿s kicks in and they freeze up and then they can¿t hold their urine. The patient did not know when the symptoms first began. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported they thought the issue was due to their parkinson's disease.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.